Manufacturer narrative:
Upon further review it was noted that code 3191 was incorrectly coded. It should not have been coded in the initial report submitted. Also, code 1069 in medical device problem code should have been explained in initial report as, medical device problem code: 1069 (to capture lens damaged and inserter: damaged / broken). This supplemental report is submitted to correct these. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a defective lens that need to be replaced to our consignment. It was noted that the surgeon was attempting to implant the pre-loaded intraocular lens (iol) in a cataract case. There was no patient contact. The only details taken were that it was damaged by the injector and was able to use another exact model/diopter. No other information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3 other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.